Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address a spontaneous femoral condyle fracture, pain and subsequent loosening of the femoral prosthesis seventeen (17) days post-operatively. Initial operative notes noted no intraoperative complications. Revision operative notes noted that the fracture of the medial condyle appeared to have caused a shift in the implants, resulting in lateral loosening. Upon replacement of the devices, the patient achieved good stability in flexion and extension.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - femur. Medical records reviewed and previously reported confirmed the reported event. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient sustained a femoral condyle fracture following knee arthroplasty. No further patientconsequences have been reported. Attempts have been made, however, no additional information is available

Manufacturer narrative:
(B)(6). D10 - concomitant devices - unknown persona tibial component catalog #: ni lot #: ni; unknown persona articular surface catalog #: ni lot #: ni g2 - report source - foreign: the event occurred in france the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.